Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck measured 23 mm to 23.4 mm to 23.4 mm in diameter. On the final angiogram, a minor type ia was present however, would be monitored. It was reported on a follow up scan that the proximal type I endoleak had increased. Although there were neither aneurysm enlargement nor subjective symptoms, additional treatment is scheduled. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored by the physician.